Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on stored electrograms (egm). Possible decreasing p waves were also noted. This resulted in possible false device classification of episode termination. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.